Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No blank display noted when battery was inserted into battery tube. However corroded battery tube was noted. Analysis was unable to confirm unexpected low reservoir alarm due to keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had keypad anomaly and blank display. The blood glucose at the time of the incident was 219 mg/dl. The customer states that after battery installation the insulin pump would turn on. Troubleshooting was performed and the display did return. However there was intermittent button response from the act and esc buttons. The customer did mention the insulin pump may have been exposed to moisture from perspiration. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.